Event description:
It was reported that the insulin pump had a blank display. The most recent blood glucose reading was 152 mg/dl. The customer's wife stated that the insulin pump turned off and several battery changes did not resolve the issue. The second blood glucose reading was 115 mg/dl. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery cap contact. However, the insulin pump passed all operating currents. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, a cracked belt clip slot, and minor scratches and cracks on the display window.